Event description:
This unsolicited case from united states was received on 15-dec-2017 from the healthcare professional. This case concerns female patient (age: not reported) who received treatment with synvisc one and later after unknown latency had severe swelling and stiffness, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection (part of second or third series) once (dose and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown). On (B)(6) 2017, patient went back to the office complaining of severe swelling and stiffness (onset date 2017; latency unknown). Corrective treatment: not reported for severe swelling and stiffness; none for device malfunction. Outcome: unknown for all. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction. Pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced swelling and stiffness. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.